Manufacturer narrative:
A replacement red cable was installed by the customer, which resolved the issue. The red cable has not yet been received at isi for failure analysis investigation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci assisted partial nephrectomy procedure, while wheeling the patient side cart (psc) to the patient, the surgeon stepped on a cable. As a result, an error message appeared indicating to check the red cable. Intuitive surgical, inc.(isi) technical support was contacted and attempted to troubleshoot with the customer but was unsuccessful. Isi followed up with the customer and learned that they had received a replacement cable and performed the replacement themselves. The system powered on with no additional issues. The customer also explained that the patient had been under anesthesia and the ports had been place prior to the issue occurring. The surgeon decided to convert and complete the procedure using traditional laparoscopic techniques. The patient tolerated the procedure well.

Manufacturer narrative:
Intuitive surgical, inc. Has received the red fiber cable involved with this complaint and completed an investigation. Visual inspection found damage on the cable. The cable was then installed on a system and it failed to power up. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.